Event description:
Piece fell off into the patient.

Manufacturer narrative:
According to the customer, "the piece attached to the syringe fell off and into the patient and had to be dug out during the procedure". The customer reports "prolonged anesthesia" due to the incident but the procedure was completed. No injury or additional medical intervention was reported. No additional details were provided by the customer. A sample has been requested but is not available to be returned for evaluation. A root cause has not been established at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted